Event description:
It was reported that this pacemaker was not able to be interrogated using consult. The pacemaker was successfully interrogated using programmer mode. This pacemaker remains in service. No adverse patient effects were reported.